Event description:
Reporter indicated that device diagnostics at a routine office visit resulted in high lead impedance indicating a possible lead break. Patient was asymptomatic. Lead break with unknown cause is suspected. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.